Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered chronic pain, bleeding, severe and frequent infections and dyspareunia. The patient also suffered disfigurement, permanent destruction of pelvic and vaginal tissue warranting the need for additional surgical intervention. All other information is unknown and unavailable.